Event description:
It was reported that a pericardial effusion was noted a few mins following transseptal puncture, while mapping the left atrium. A brk needle and agilis introducer were used to perform transseptal puncture. A pericardiocentesis was performed which resolved the issue. The pt is reported to be in stable condition.

Manufacturer narrative:
The product was not returned for eval. Review of the device history records confirmed this lot met mfg requirements prior to shipment. The root cause classification is consistent with anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the IFU.